Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy laparoscopic procedure, the surgeon was able to press the green button and squeeze the handle, but the device did not fire because the shaft was loose. Another handle was used to complete the case. There was no patient injury.